Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. (B)(4): hospital cannot locate the items.

Event description:
During a rough large ischemic stroke case, the physican was using the penumbra system reperfusion catheter 054 coaxially with the penumbra system reperfusion catheter 032. The 054 catheter ovalized and precluded the removal of the 032 catheter. The patient's anatomy was not tortuous. The ovalization and collapse occurred with two different sets of 054 and 032 catheters, in combination. This MDR is associated with mdrs 3005168196-2012-00072 through 3005168196-2012-00075.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.